Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the base of the distal yaw pulley is melted and has char marks, indicating that an arcing event occurred. The electrical wire is also exposed. The instrument passed electrical continuity testing. No other damage was found. Based on the information provided by the site, it has been determined that the damage to the patient's bladder was unrelated to the arcing event, as arcing related injuries would exhibit burn and char marks. Per the initial reporter, there was no patient harm, adverse outcome or injury as a result of the arcing event. The patient was released from the hospital on (B)(6) 2010 and has not returned to the hospital due to any post operative complications.

Event description:
It was reported that during a da vinci ureteral re-implantation procedure, the surgeon observed arcing and smoke coming from the wrist of permanent cautery hook instrument. The instrument was removed and the surgical procedure was completed with an instrument of the same type. The site also observed that during the surgical procedure, the patient had a small incision in the bladder. The incision was repaired with absorbable sutures. The site was unable to determine how the incision was introduced to the patient's bladder. There was no harm, adverse outcome or injury to the patient as a result of the instrument malfunction.